Manufacturer narrative:
Patient medications include losartan potassium, hydralazine, clonidine hcl, amlodipine besylate, metoprolol tartrate, plavix, lasix, atorvastatin, sodium bicarbonate, pantoprazole, aspirin and vitamin d3. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6) 2014, follow-up imaging identified a proximal type I endoleak. Reportedly, the trunk-ipsilateral leg component was implanted into a severely angulated aortic neck measuring ~80-90 degrees. It was reported the device had lost wall apposition. On (B)(6) 2014, an intervention was performed to treat the endoleak. Two aortic extender components were implanted for proximal coverage. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.